Event description:
According to the reporter: the surgeon has experienced a post leak. The customer states the case was low risk. The patient required a reoperation. No additional information available at this time.

Manufacturer narrative:
(B)(4).